Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of the reported event. Investigation found no issues with the device alarming with a blank screen. However, the ehl was reviewed and confirmed there was an issue with multiple "power lost while pump was on" errors. The circuit board was replaced to correct the problem.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming with a blank screen. This occurred while testing.